Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in the development of peritonitis. The break in aseptic technique was further described as touch contamination. The patient was hospitalized for the event and treated with an unknown dose of vancomycin intraperitoneally (frequency not reported). The patient was eventually discharged from the hospital and reported to have recovered from the peritonitis. Treatment was discontinued and the patient was retrained on proper aseptic technique. Action taken with therapy was not reported. Additional information was requested but is not available.